Event description:
The customer reported that the device did not seal properly. There was no tissue damage or excessive bleeding. There was no injury to the pt. No further information is available regarding the incident at this time.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.